Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the device failed internal leakage test due to malfunction of the inspiratory pipe. The inspiratory pipe was replaced. The device was delivered to the user in working condition. We do not consider issue with failure in internal leakage test caused by inspiratory pipe malfunction as a safety related. Inspiratory pipe is a part in inspiratory section, which is only a housing or connector for multiple parts and will not affect ventilation. The decision about reporting was made in abundance of cautions based on the initially reported information, as it may be representing a reportable event. There was no patient involvement. The root cause of the inspiratory pipe malfunction was not determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: 839008.